Manufacturer narrative:
Evaluation summary: customer complaint of calcification and stenosis were confirmed. Complaint of aortic insufficiency could not be confirmed by visual observations. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 on the inflow aspect. There was minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. The host tissue formed a ring on the surface of the leaflets at the inflow aspect. The host tissue fused leaflets 1 and 2 by approximately 3mm at commissure 2 on the outflow aspect. X-ray demonstrated moderate calcification on all three leaflets. The host tissue and calcification restricted leaflet mobility and led to stenosis. Leaflet 3 had a 4mm tear near commissure 1 and leaflet 2 had a 2 mm tear near commissure 3. Calcification was evident near the tears. Thrombus was observed on the outflow aspect of leaflet 1. X-ray demonstrated wireform intact. Sewing ring and cloth had multiple cuts around the valve. The wireform was exposed at commissure 1 and 3 at the outflow aspect. The photos provided appeared consistent with lab findings.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be conclusively determined with the available information. The subject device has not been returned for evaluation at this time. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this bioprosthetic aortic valve was explanted after an implant duration of approximately five (5) years and five (5) months due to aortic stenosis (max/mean 150 mmhg/90 mmhg) and moderate aortic insufficiency, secondary to structural valve deterioration with severe calcification. Another edwards bioprosthetic valve was successfully implanted in replacement and after the procedure, the patient was noted as to be hospitalized in stable condition.